Event description:
The facility reports the patient was being lowered into the bath when the chair dropped, sending the patient into the bath. The patient was surprised but unhurt.

Event description:
The facility reports the pt was being lowered into the bath when the chair dropped, sending the pt into the bath. The pt was surprised but unhurt. MFR.rep.no.140/01